Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. Hemostasis was achieved and the pt was discharged home. The pt returned three days later with a pulsating area. The pt was taken to surgery for repair of a pseudoaneursym. No further complications were reported.